Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was stent graft migration. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received for this case. The previous information that there was stent graft migration was erroneous. There is currently a distal type 1b endoleak coming from the graft loosing seal distally in both iliac limbs. The distal type I endoleak was discovered in routine follow up. There is disease progression with iliac limb dilatation. The patient received coils to embolized of the right hypogastric artery. The physician will monitor the patient.